Manufacturer narrative:
Correction : device manufacture date.

Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action

Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.